Manufacturer narrative:
The problem could not be reproduced in laboratory condition.

Event description:
Before implantation, the surgeon was not able to adjust the pressure setting before the implantation in the block room.

Event description:
Before implantation, the surgeon was not able to adjust the pressure setting before the implantation in the block room.

Manufacturer narrative:
The problem could not be reproduced in laborotary condition.